Manufacturer narrative:
Evaluation results: (root cause of event unknown, limited information). Conclusion: known inherent risk of procedure (stent deformation and failure to deliver stent). Operational context contributed to event. (B)(4).

Event description:
The physician was attempting to deploy a 2.5mm diameter x 14mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the stent did not cross the lesion as the product was 'frayed'. No patient injury occurred and no clinical sequelae were reported